Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored and the battery compartment was cracked. This report is made based on results of investigation completed on 04/16/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/16/2015 with the following findings: the display screen was found to be dim and discolored. The battery compartment was cracked. There was an additional crack in the upper right corner near the display screen. (B)(6)